Manufacturer narrative:
Visual examination of the returned product identified indentations on the rim face, taper wall, and near the anti rotation scallops from attempted implant. Inner spherical surface shows nicks and scratches. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 00-8757-048-01 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners lot number 65253343. 00-8851-008-32 32mm i.d. Size gg neutral liner use with 48mm o.d. Size gg shell lot number: 65461866. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 : device in process to return.

Event description:
It was reported that the liner could not be seated. There was a 0-15 minute delay to obtain a new liner to complete the procedure. There is no additional information available at the time of this report.